Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. The evaluation of the returned sample revealed no evidence to support the allegation of a leak in the catheter. The reported event indicates the clinician could see leaking while the catheter was insitu, suggesting the alleged leak was external to the patient. No injury to the patient, user, or other person was reported or suggested in the alleged event. As no evidence of a leak existed on the returned sample, the allegation of a device malfunction is unconfirmed. This does not require and MDR submission per cfr 21 part 803.

Event description:
It was reported on (B)(6) 2017 that the PICC was leaking. The healthcare professional was not able to visualise the leak when flushing but was very obvious on inspection of the PICC while insitu that the antibiotic was leaking and no leak was reported from the bung. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reav2510 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017 that the PICC was leaking. The healthcare professional was not able to visualise the leak when flushing but was very obvious on inspection of the PICC while insitu that the antibiotic was leaking and no leak was reported from the bung. There was no reported patient injury.